Event description:
Healthcare professional reported through regulatory agency "rupture", "adenomegaly (siliconomas in axillary region)", "capsular contracture (baker grade IV)" and "pain". This record is for left side. Device was explanted and replaced. It is unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3a, h6.

Event description:
Healthcare professional reported through regulatory agency "rupture", "adenomegaly (siliconomas in axillary region)", "capsular contracture (baker grade IV)" and "pain". This record is for left side. Device was explanted and replaced. It is unknown if the device will be returned.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture, baker grade IV.